Event description:
A report was received that the patient was experiencing muscle spasms. The physician assessed that the spasms were device related. The patient underwent a revision procedure and is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2366-50, serial / lot # (B)(4), description: linear 3-6 lead, 50cm.